Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation. There was biomaterial found around the impellers of the pump and in the purge gap. Data logs were investigated and right after pump start the purge pressure was observed to be increasing till it passed the threshold and "purge pressure high and purge system blocked" alarms were observed. The rise was a gradual over 15 minutes suggesting biomaterial buildup. Pump was purged as a part of the investigation for 1 hour and data logs were investigated. Data logs showed that there were high pressure purge (hpp) alarm and purge system blocked alarm for 15 minutes and then the pressure started dropping over the next 45 minutes stabling at 600mmhh. Therefore, as per the data log review and product investigation, the root cause of the high purge pressure issue was biomaterial. G1 reporting contact fax number missing on manufacturer device report 1220648-2024-17505.

Event description:
The complainant reported that 85-year-old male patient was on impella rp flex support. Low purge flows occurred 10 minutes into pump insertion. Started at 8ml/hr and dropped to <1ml/ hr within 30 minutes. Purge cassette was changed and the issue did not resolve. Team decided to run tissue plasminogen activator (tpa).

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Impella; rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿